Event description:
Procedure type: esophagus. According to the reporter: about three hours into use, the tissue pad was disengaged from the device. It fell into cavity and was retrieved. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).